Event description:
The customer reported that the avea ventilator stopped working while on patient when set to nasal CPAP mode. Furthermore, the vent was switched out and there was no patient harm reported.

Manufacturer narrative:
The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.